Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that there was a critical alarm that was confirmed by telemetry for end of service (eos)/ end of life (eol). It was noted that the status of the pump showed eos occurred, tube set, and elective replacement indicator (eri) occurred and "replace pump by (B)(6) 2014. It was noted that the manufacturer's representative was not sure when the alarms actually occurred. It was noted that the hcp was trying to get into contact with the patient, but the patient was not returning the hcp's calls. It was later reported that the manufacturer's representative had not met with the patient but believed that she reached eos on (B)(6) 2014. It was noted that she was pending replacement surgery. It was later reported that the patient had only been seen in the office once and did no return or come to office visits. The patient was reportedly experiencing nausea, shakes, pain. It was noted that the withdrawals were "now resolved". The battery depletion was reported to have been normal and the pump had been implanted longer than 81 months. The pump had not been explanted or replaced. The patient status was reportedly unknown. The patient reportedly had been scheduled for a revision in (B)(6) 2014 but did not show up. The hcp was reportedly waiting on a phone call from the patient to schedule the surgery. The pump was intended to infuse morphine.